Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the patient was connected in spontaneous volume mode and the engstrom switched of its own accord to controlled volume mode; causing the patient to desaturate to 80 %. There was no report of patient injury.

Manufacturer narrative:
Additional information was received after engineering evaluation stating that the system worked as designed. Backup mode had been activated and accepted by the user. There was no malfunction of the system. This event was not reportable.